Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had recent blood glucose levels up to 676 mg/dl and down to 45 mg/dl. Customer reported that pararmedics were called and she was hospitalized. Troubleshooting was declined; customer stated that she would call back. The insulin pump was not replaced or returned for analysis.